Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with constant motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test rewind, basic occlusion, occlusion, prime and excessive no delivery test or test the operating currents due to motor error alarms. No blank display or battery out limit alarm was noted when battery was inserted into battery tube. No physical damage noted on electronics assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It is reported that a customer received blank display screen on their insulin pump. The patient's blood glucose level was at 281 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.